Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of not being able to rewind pump during priming. Customer's blood glucose was 148 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to light moisture damage to keypad traces. The insulin pump had minor scratches on lcd window.